Event description:
A patient self-tester reports results higher than reference were generated with the protime microcoagulation system. Patient's therapeutic range: 2.5-3.5 inr. On (B)(6) 2014, a patient self-tester reported that his protime instrument generated a result of 3.3 inr on (B)(6) 2013. Testing performed on a second protime instrument at the clinic, generated a result of 3.6 inr. A comparison test that was performed at the reference lab, generated a result of 1.6 inr with an unspecified instrument. Based on the comparison testing, the patient's coumadin regimen was discontinued on (B)(6) 2013, and the patient was subsequently put on low-molecular weight heparin (lovenox) therapy. The patient ceased use of the protime instrument and has not used the protime system for medical management since coumadin discontinuation. The patient reported he has a history of antiphospholipid antibody (apa) syndrome. The protime package insert indicates that interferences may occur in patients with antiphospholipid antibodies / apa syndrome.

Manufacturer narrative:
Reference itc complaint number (B)(4). Method: the actual device was evaluated. Process evaluation was performed. No related ncrs were identified for this instrument. Result: complaint was not confirmed during the instrument evaluation. Conclusion: itc informed the patient that per the protime package insert, "studies indicate interferences may occur in patients with antiphospholipid antibodies or antiphospholipid syndrome". The patient was cautioned that the protime system should not be used based on his history of antiphospholipid antibody (apa) syndrome. This MDR was submitted to report the high results with protime on (B)(6) 2013 when compared to the reference lab. Patient also reported the following incident occurred approximately two months after discontinuing use of protime: patient was hospitalized on (B)(6) 2013 with a blood clot in his stomach. A peripheral vascular filter was inserted to prevent further migration of emboli. Due to the chronological sequence of coumadin discontinuation and ceasing use of protime on (B)(6) 2013, compared to when the clotting incident occurred on (B)(6) 2013, it was determined that protime was not contributory in this event.